Event description:
Procedure: wedge resection. Reportedly, when the surgeon fired the stapler, the steples along the the line of resection were malformed and in some place didn't pull in the lung tissue. There were several "breaks" in the lung seal. This necessitated the surgeon to hand sew the lung tissue to obtain good closure. This added more or time to complete the procedure.